Event description:
Caller reported a malfunction on the pump, identified with code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided information and assistance for resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code reappeared, which the caller acknowledged and understood.